Manufacturer narrative:
The device has not been received for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If the device is received for analysis, or if additional information is received, a supplemental report will be sent. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that nine days post implant of this annuloplasty band in the mitral position, a transthoracic echocardiogram (tte) showed severe regurgitation. A reoperation was performed to correct the regurgitation, and a mitral valve replacement was undertaken. Mild pericardial adhesions were noted. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.